Manufacturer narrative:
Sc-1140 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal characteristics.

Event description:
It was reported that the patients ipg had reached end of life. The patient underwent a replacement procedure and was doing well postoperatively. The ipg was discarded.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.